Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and a pinhole was noted approximately 5cm from the tip of the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.